Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. Customer reported their blood glucose was 519 mg/dl at the time of the call. Customer treated their blood glucose with a bolus. It was also found the customer was feeling sleepy due to their high blood glucose. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.